Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 07-jun-2021, it was reported that the patient's infusion set's tubing was detached from the quick release and this issue occurred with two infusion sets a few weeks back. The site location was patient's thigh and the pump was on her belt. Moreover, the infusion had been used for one day. Reportedly, the infusions were kept in a box. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.